Event description:
It was reported that the patient presented to the emergency room with symptoms of palpitations and the patient felt like when the device was in safety pacing mode. A review of strips showed the right ventricular (rv) lead had crosstalk with intermittent ventricular safety pacing (vsp). There was inhibition of pacing when the vsp was turned off. Follow-up attempts to the clinic did not yield any additional information about this event. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5592-53 lead, implanted: (B)(6) 2007. (B)(4).